Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The mother reported via phone call that the insulin pump was beeping and the display was flashing on and off. The mother stated they were unable to access the menu as the buttons were unresponsive. Customer's blood glucose was unknown. The mother agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump had flashing white lcd due to cracked lcd glass chip ledge. No audio or beep anomaly noted. The insulin pump was received with minor scratched display window and scratched case.